Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an ankle surgical procedure, it was observed that the small battery drive device had intermittent operation. According to the report, the device would not work but when it was shook or when the battery pack was tapped, it was observed that the device would function on occasion. There were no delays to the surgical procedure. An identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device got very hot after running a short period of time; and the wires on the electronic control unit and the electric motor were damaged. It was determined that this was due to component wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.